Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular (lv) lead dislodged right after implant. The system was later explanted and not replaced, as there was no longer an indication for use. No patient complications have been reported as a result of this event.